Manufacturer narrative:
A ge service representative performed an onsite investigation. The contacts on the ps1 power supply were cleaned. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system displayed a communication error message. This error message likely caused the system to lock-up or shut down. There is no report of patient injury associated with this event.